Event description:
Received report of incidence of transducer line female ports cracking with infusion of tpn and lipids. The baby was being monitored and receiving tpn and lipids via the transducer line. The nurse noted that fluid was leaking out at the female connector to the transducer, resulting in a wet spot where the baby was lying, which caused cold stress. The underdelivery of tpn and lipids also caused the blood sugar to drop to 29. The baby was rewarmed and the fluid infusion restored to increase the blood sugar. The tubing was changed to solve the problem. No further info was available.